Manufacturer narrative:
(B)(4).

Event description:
It was reported that a frozen g5 mobile application display screen occurred. It was determined that the frozen display screen was related to the mobile application. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The patient used an unsupported operating system of the smart device, which dexcom considers off-label use.